Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old female patient underwent revision breast augmentation with a 475cc mentor memorygel breast implant on both sides and experienced bilateral capsular contracture; baker grade IV postoperatively. On (B)(4) 2021, mentor became aware that patient underwent bilateral explantation and replacement with catalog number 3504504bc; serial number (B)(4) on the left side, and with catalog number 3504504bc; serial number (B)(4) on the right side on (B)(6) 2020. This report is for the patient¿s right-sided device.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).